Event description:
End user cannot do the calibration check strip test on the device. Troubleshooting by phone confirmed that the check strip does not work. The device was replaced and the defective one returned for investigation.